Manufacturer narrative:
(B)(4).

Event description:
It was reported that about 30 minutes after insertion, the intra-aortic balloon (iab) ruptured. The intra-aortic balloon pump (iabp) alarmed for helium leakage. As a result, the iab was removed. There was a report of patient death. Dr. (B)(6), made the medical judgement that the device did not cause or contribute to the patient's death.

Manufacturer narrative:
(B)(4). The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from a sharp object, was found near the distal end of the bladder membrane which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the bladder leak is undetermined, but a potential cause of how the catheter came into contact with sharp object is due to the customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that about 30 minutes after insertion, the intra-aortic balloon (iab) ruptured. The intra-aortic balloon pump (iabp) alarmed for helium leakage. As a result, the iab was removed. There was a report of patient death. Dr. (B)(6), made the medical judgement that the device did not cause or contribute to the patient's death.